Manufacturer narrative:
H6-one 86-4115 p.f.c. Knee porous coated tibial tray conmponent was received in the applied research laboratory for non-destructive visual evaluation. Much of the tray's porous surface was covered by firous tissue or dried physiological fluids with no evidence of bone cement. The finished goods and sintering records were reviewed for the tibial tray mfg lot and were within specification. No material or mfg defects were found on the tibial tray.

Event description:
Revision knee surgery was peformed to remove porous tibial tray component due to loose beads and subsequent loosening of tray. No other details have been provided.